Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for pain management to deliver unspecified medication. No specific programming parameters were provided. On (B) (6) 2009 at an unspecified time, the nurse expected the container to be empty; however, the amount remaining in the container was 22ml. The device was removed from clinical service. The customer contact indicated there were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4). (B) (4).